Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the knob is partially opened and the jaws are partially closed. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(6) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The trigger got jammed before it was able to complete the cycle. No clip was fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke and the proximal end of the feeder were bent. The damages found to the internal components contributed to the trigger getting jammed. Upon disassembly, it was also found that no clips were remaining in the channel indicating that all 15 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not locking" could not be confirmed since the device was returned with no clips remaining. However, it was found that multiple parts were damaged which caused the trigger to jam and would prevent any clips from being able to properly load into the jaws of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clip is not deploying correctly; it came out crooked, so the surgeon had to re-position instrument to accommodate. It did lock properly. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73m1600218 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip is not deploying correctly; it came out crooked, so the surgeon had to re-position instrument to accommodate. It did lock properly. There was no injury to the patient.